Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The patient complained of discomfort. The implant site was infected and bone loss was noted. The implant was extracted a month and half after it was placed into the tooth # 22. Patient's symptoms have been relieved after the implant's removal. The implant site has type iii bone quality. The patient has history of periodontal disease, high blood pressure and caries (cavity). The patient has lost all teeth except 3 lower incisors, which will be removed. Also, the patient kept trying to wear her partial denture against the dentist's order per provided information. The patient is healing. There was no abnormality noted with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failed to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to lose osseointegration. It was reported that the patient has type iii bone quality. Type iii bone has a thin layer of cortical bone surrounding medium-density spongy bone. It is possible that the patient's bone quality may have been a factor in the failed osseointegration of the implant. The patient also has a history of periodontal disease. Patients with a history of periodontal disease or bad oral hygiene may not be able to maintain cleanliness and adequate plaque removal around implants. This may encourage perimucositis and peri-implantitis leading to impaired healing. In addition, it was reported that the patient kept wearing a partial denture against the doctor's order. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no non-conformity found with the reported implant. This event will be tracked and trended.